Manufacturer narrative:
H6: health effect and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual inspection found missing top rear label. Rear/front housing and lens were damaged and clock battery (rtc) date was not due. Fluid ingression on the downstream sensor and error code 1870/ battery deplete messages on the pump display. Recommended rear/front housing assembly to be replaced. The root cause of the reported issue was found to be customer damaged. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported of device case damaged and rtc date. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.